Event description:
It was reported that the device was at elective replacement indicator faster than expected and was unable to be interrogated via radiofrequency. Additionally, the physician alleged the autocapture function was not working as expected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery, failure to interrogate, capture anomaly, and incorrect measurement were not confirmed. The device was received at end of service (eos) level. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed under nominal and field settings indicated normal functionality and no interrogation issue noted. Additionally, battery assessment at various pulse amplitudes found current within normal range and no indication of premature discharge of battery noted. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.